Event description:
It was reported that the patient received a durom hip generic on the right side on (B)(6) 2007 and is being monitored due to pain and loosening.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review, as the patient is monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. As the patient has not been revised, the date of the original implantation suggests that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced. Should additional information became available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).